Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email hospitalization. Customer's blood glucose level was 235 mg/dl. Customer experienced ketones, hospitalization, dehydration, dizziness, vomiting, chills, hives, diabetic ketoacidosis and the patient was hospitalized. Customer's doctor changed their basal rates and they received 2 liters of fluid and a liter of phosphates. Customer was wearing the insulin pump during the emergency room visit. Customer declined to troubleshoot the insulin pump and felt the device worked properly.